Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the right atrial lead exhibited noise. No device intervention was performed. No further information available.

Event description:
New information received indicated that the lead was explanted and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 10.0-10.4 cm from the distal tip consistent with lead friction to the device can. This is consistent with the observation from the field of noise.